Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure cardiogenic shock occurred. The 95% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 18mm. Direct stenting was not attempted. A 3.00x20mm liberte stent was implanted. An additional procedure was performed in the target lesion; an iabp was placed due to cardiogenic shock. Residual stenosis was 5%. The stenting procedure was a technical success. The patient was discharged four days after the index procedure without angina or silent ischemia. The patient was discharged with the following medications: asa 100mg per day for 12 months and clopidogrel 75 mg/day for 12 months.